Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, emboli is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the left middle cerebral artery (mca) m1segment, emboli to new territory (ent), a3/a4 left pericallosal artery, occurred. No drugs were given intra-arterially. The procedure was completed successfully. No patient clinical consequences were reported. Subject discharged with home care 13 days post-procedure. According to the physician, the ent was related to the stent retriever and to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, emboli is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the left middle cerebral artery (mca) m1segment, emboli to new territory (ent), a3/a4 left pericallosal artery, occurred. No drugs were given intra-arterially. The procedure was completed successfully. No patient clinical consequences were reported. Subject discharged with home care 13 days post-procedure. According to the physician, the ent was related to the stent retriever and to the procedure.